Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: on (B)(6) 2012, lab was 7.8. (Pt received a 7.8 inr reading in a lab facility. On (B)(6) 2012, inratio was 2.0 and 2.6. (Pt tested on inratio and received a 2.0; nurse then performed the test and received a 2.6. Time between inratio testing is unk). On (B)(6) 2012, lab was 9.0. (Due to the high initial lab result the nurse sent the pt to their lab, since previous lab result was from another facility). On (B)(6) 2012, pt's nurse stated that the pt had blood in his stool and was admitted to the hospital; nurse did not know the date or time when the pt was admitted to the hospital.

Manufacturer narrative:
Pending investigation.